Event description:
It was reported during a procedure, the customer indicated having problems with the laser was noted. The procedure in progress could not be completed using this console was reported. Patient outcome: "no information available" reported. No patient injury reported.

Manufacturer narrative:
Based on the additional information received on may 30, 2018, it is indicated that the procedure was not terminated and was completed with different competitor laser. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Additional information received indicated that it was reported during a flexible ureterolithotripsy procedure, the customer indicated having problems with the laser and ¿error 10-out-put too low¿ was reported. The procedure was completed using different competitor's laser. Patient outcome: "stable" reported. No injury to patient was reported.